Manufacturer narrative:
The subject device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported the facility removed the scope and plugged it in to another tower without issue. The customer tried multiple scopes and could not recreate the error. Tac inquired if the customer was hot swapping. The customer did reset the maj-1941 cable and cleaned the subject device's contacts. The issue was resolved by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during preparation for a laparoscopy procedure, a b30 (scope communication error) displayed on the evis exera iii xenon light source. The intended procedure was completed with another video tower and light source. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the b30 scope communication error could not be determined. Per the instruction manual, error b30 indicates scope communication error and is displayed when the device fails to load scope identification data to hardware, resulting in a registry error. Olympus will continue to monitor field performance for this device.